Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11. Based on the results of the investigation, and in addition, the investigation confirmed foreign material came out of the channel tube, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that black liquid flowed out of the forceps channel of the colonovideoscope during rinsing. The issue was discovered during reprocessing. There were no reports of patient involvement.